Event description:
On 10/14/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring ems to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced a severe hypoglycemic event, with a blood glucose level dropping to 11 mg/dl, requiring ems intervention after the user became unresponsive. The user's mother called 911, and the ems team administered d50 to help the user regain consciousness. The incident occurred after four consecutive meal announcements, which were used incorrectly. Further investigation revealed that the user had issues with the rewind and fill tubing functions leading to a history of severe lows, including previous incidents involving car accidents. The cds contacted the user about the event. After extensive questioning, the user continued to deny using the fill tubing or initiating multiple meal announcements. However, the user later suggested that their nephew, who had been living with them, might have been responsible for the actions while the user was sleeping, including the four back-to-back meal announcements that led to the ems call. The user called the police on the nephew the night of (B)(6) 2024, and the nephew was arrested, facing additional felony charges that will result in imprisonment for several years.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia occurred during and after four consecutive usual lunch meal announcements within a 20-minute period as well as multiple supply change operations. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is unclear what caused the hypoglycemic event, as the user reported multiple possible reasons for their hypoglycemia including mistakes during the cartridge change process, inadvertently announcing multiple meals, and a complex social situation at home.